Manufacturer narrative:
Update: b5 - event description - additional information was received that following the valve dislodgement, the left main truck occlusion occurred. Cardiac arrest ensued and cardiac massage was performed. At that time ventricular fibrillation occurred and direct current defibrillation was performed. Extracorporeal membrane oxygenation (ECMO) was utilized, and the second valve was implanted. A high fever was present ten days following the implant of the valves. Two days later, circulatory dynamics deteriorated. Cardiopulmonary arrest (cpa) occurred, and the patient was re-entered the intensive care unit (ICU). After that, multiple organ failure (mof) occurred and the general condition gradually deteriorated. Fifteen days following the implant of the valve, the patient died due to an unspecified infection. The cause of the infection was not reported, and it was reported that it was unknown if the valve was related to the death. Addition of second valve - continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(6), ubd: 2022-09-16, UDI#: (B)(4). B2 - 2. Outcome attributed to adverse event: added death, date of death and hospitalization. H6 - coding additions: annex e, annex f, annex g. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b5 - event description - medtronic received information that prior to the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve into the bicuspid native (type 1, n-r) with calcification, a pre-implant balloon aortic valvuloplasty (bav) was required. During the implant of the valve with this delivery catheter system (dcs), the valve was deployed in a good position at approximately 3mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). When the dcs was removed using rotation angiogram, the nose cone caught the valve and caused the valve do dislodge. Coronary occlusion occurred with worsening cardiac functions required percutaneous cardiopulmonary support (pcps) and the valve to be snared. The valve was moved to the ascending aorta and a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Device codes; eval code conclusion conclusion: the subject delivery catheter system (dcs) was discarded by the customer and the valve remains in the patient as such no analysis could be performed. No procedural images were submitted for review. The device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A device history review was not required for the dcs as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Dislodgement of the valve by the distal tip is related to operator technique or experience; the device instructions for use (IFU), I nstructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to withdrawing the dcs tip through the valve. Given the limited information, the root cause of the dislodgement event cannot be con firmed; however, in this case, it was reported the nose cone of the dcs caught the valve frame and caused the valve to dislodge. Coronary occlusion is listed in the device IFU as a potential risk associated with the implantation of the device. It can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). The use of a snare to reposition a valve after deployment is not recommended per the device IFU. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-34us, serial/lot #: (B)(4), ubd: 07-sep-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve (d469656) into the bicuspid native (type 1, n-r) with calcification, a pre-implant balloon aortic valvuloplasty (bav) was required. During the implant of the valve with this delivery catheter system (dcs), the valve was deployed in a good position at approximately 3mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). When the dcs was removed using rotation angiogram, the nose cone caught the valve and caused the valve do dislodge. Coronary occlusion with worsening cardiac functions required percutaneous cardiopulmonary support (pcps) and the valve to be snared. The valve was moved to the ascending aorta and a second transcatheter bioprosthetic valve (unknown sn) was implanted. Following the implant of the second valve, moderate to severe paravalvular leak (pvl) was identified. A post-implant bav was performed and the pvl decreased to mild to moderate with a pressure gradient of approximately 10 millimeter of mercury (mmhg). No additional adverse patient effects were reported.